Event description:
It was reported that the device came out in two pieces. A renegade stc-18 was selected for use. Upon preparation, the device came out in two pieces when taken out of the hoop and never entered the patient's body. The device was severed about 10 inches below the wire and flushed port. The procedure was completed with another of the same device. No complications reported and patient is fine.